Event description:
It was reported that the customer fell while wearing the pump and as a result the touch screen became cracked, unresponsive, and unreadable. The customer¿s blood glucose was approximately 90 mg/dl. The customer reverted to manual injections for insulin therapy.